Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. The unit was returned without a power cord and power cord bracket.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. The unit was returned without a power cord and power cord bracket.

Manufacturer narrative:
The reported issue was confirmed as manufacturer supplier related. The root cause of the reported issue was concluded as: o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device history record review was not performed. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.